Event description:
A patient reported experiencing inaccurate erratic results with a ot ultra meter. The patient's blood glucose results were 158, 293, 144mg/dl. (Meter). Tests were done within 10 minutes with a difference of 44%. Patient did not experience any adverse events. No further information has been reported.